Manufacturer narrative:
No product was returned for investigation. If product is returned smiths medical will reopen the investigation.

Event description:
It was reported that the catheter was difficult to advance and then severance. Device was severed on ems field helicopter and they was unable to locate part of catheter.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.